Event description:
Adverse event: myocardial infarction/stenosis requiring medical intervention. Onset of adverse event: post procedure. Device issue: none. It was reported via a trial that on (B)(6)2010, due to a positive stress test, the patient underwent an index procedure with the deployment of one promus drug eluting stent to the proximal left anterior descending artery (lad). The patient received a peri-procedural loading dose of clopidogrel 600 mg. On (B)(6)2010, the patient was started on clopidogrel 75 mg dosing and aspirin 325 mg dosing and discharged from index hospitalization. On (B)(6)2010, the patient presented to the emergency department with a history of non-radiating chest pain. The electrocardiogram (EKG) was interpreted as unchanged from previous with no st changes. However, elevated enzymes were reported. Cardiac catheterization revealed a patient lad stent, but there was a jailed diagonal branch with a 90% diameter stenosis at the origin. The lesion was treated with balloon angioplasty (poba). The myocardial infarction (mi) resolved on (B)(6)2010 and the patient was discharged the following day. Though requested, patient data including past medical history was not provided. (B)(4)

Manufacturer narrative:
(B)(4). In this case, there was no reported product deficiency. Angina, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. All stent delivery systems are subjected to a 100% visual inspection. In additional, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported angina, ischemia, myocardial infarction, and restenosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design the treatment appears to be related to the operation context of the pocuedure.